Event description:
It was reported during surgery, while impacting the rasp, the proximal part of the handle broke. No pieces fell into the patient¿s body. All pieces were retrieved. No further information is available.

Manufacturer narrative:
(B)(4). Foreign source: canada. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device had fractured at the strike plate weld location. There are impact marks on the shaft and the strike plate. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.